Event description:
This dermatome was used for a stsg [split-thickness skin graft], the settings were checked by the attending, resident, and the st [surgical tech]. This unit took a full thickness skin graft, which was not the intention. This required repair of the laceration. Another dermatome was obtained to obtain the proper type of graft.